Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The root cause of the reported inadequate pain relief and pain at the cls implant site cannot be definitively determined. The evoke scs system was confirmed to be operating as intended prior to the explant. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation; persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and inadequate pain relief. The evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.